Event description:
It was reported that the insulin pump delivered an unexpected bolus of 19 units and the paramedics were called and treated his low blood glucose. No further information was received.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.